Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/30/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate plus profile 500cc saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. The product evaluation team observed a crease on the posterior aspect, a rent measuring 12.2 cm was also observed on the posterior aspect near to a crease. An area of missing material measuring 0.6 x 0.4 cm was observed on the posterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 6867561 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate plus profile 500cc saline prosthesis on (B)(6) 2018.